Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not clip. No other information was provided. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier instrument would not clip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the customer reported complaint. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The were no issues with the clips attaching to the instrument or clamping. The instrument was fully functional. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problem including misuse of the product and recognition issues. Additional observation not reported by site: the instrument was found to have dried residue on the clamping pulleys.